Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not syncing with myqlink and was unable to connect to rss/lmi. A technical support specialist (tss) advised customer to reach out to the facilitys maintenance or information technology (it) department to check potential network or connectivity issues. After waiting for a few minutes, the tss got the connection in rss and records started syncing with myqlink then the customer was notified. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cabinet was not syncing with myqlink and was not connecting to remote smart service (rss). However, there were no delays, adverse events or injuries reported based on this event.